Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The patient¿s pump was turned off as the patient had difficulties with it. The pump and catheter were still implanted but not active as per patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient¿s weight was unknown. It was also reported that the cause of the patient¿s lack of coverage was unknown. The patient¿s dad was who reported the event to the rep. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-apr-10, information was received from a manufacturer representative (rep), regarding a patient receiving baclofen (800 mcg/m l, unknown dose) and dilaudid (3 mg/ml, unknown dose) via an implantable pump for spinal pain. It was reported that at implant, the patient's pump initially worked for pain coverage, then "a while" after it was implanted (2015), the patient stated that the pump did not provide pain coverage. The patient then let their pump go dry at some point, and once it went dry, the patient started having better pain coverage. The patient was now wanting the pump permanently shut off and to never be used again.